Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient was pacemaker dependent, however, did not experience asystole for greater than 2 seconds. The noise was reproduced with patient isometrics. Oversensing was observed at 2 millivolts (mv), however, was not observed at 3 mv, so the device was programmed to 6.0mv. The patient was scheduled for follow up with the physician on an unknown date in the future. This product remains implanted and in service. No adverse patient effects were reported.